Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 03may2019. The manufacturer's field service engineer (fse) performed remote troubleshooting with the customer. The fse recommended that the customer swap out the power management board to see if this was the cause of the failure. The customer reported that they replaced the power management board and the issue was resolved.

Event description:
The customer reported that the unit would not power on. There was no patient involvement. Event date not specified: estimate used.